Event description:
A consumer reports that her intraocular lens (iol) was exchanged due to hazy vision. The initial lens was too far to the left and she underwent an argon laser procedure in an attempt to center the lens over the pupil. Since the exchange, the consumer reports her vision as "great" and she has no problems.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been other complaints reported in the lot number. Add'l info was requested 03/21/2008 and 03/25/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/16/2008.